Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ( (B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 04/14/2021. Belt 08/08/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received five inappropriate treatments in response to af with rvr and motion artifact and one appropriate treatment on the date of passing. The patient was in sinus tachycardia at 100 bpm with motion artifact at 05:19:31 on (B)(6) 2021. The patient's rhythm transitioned to af with rvr at 150 bpm with tall t waves and pvc's at 16:35:39. The patient received the first inappropriate treatment at 16:37:21. The patient's rhythm at the time of treatment was af at 140 bpm with tall t waves and pvc's. The patient's post-shock rhythm was af with rvr at 150 bpm and motion artifact. The patient received the second inappropriate treatment at 16:37:53. The patient's rhythm at the time of treatment was af at 150 bpm with motion artifact. The patient's post-shock rhythm was af at 170 bpm with motion artifact. The patient received the third inappropriate treatment at 16:38:19. The patient's rhythm at the time of treatment was af at 160 bpm with motion artifact. The patient's post-shock rhythm was af at 160 bpm with motion artifact. The patient received the fourth inappropriate treatment at 16:38:45. The patient's rhythm at the time of treatment was af at 160 bpm with motion artifact. The patient's post-shock rhythm was af at 170 bpm with motion artifact. The patient received the fifth inappropriate treatment at 16:39:12. The patient's rhythm at the time of treatment was af at 170 bpm with motion artifact. The patient's post-shock rhythm was af at 190 bpm with motion artifact. The patient's rhythm transitioned to vt at 250 bpm at 16:40:21. The patient received the appropriate treatment at 16:40:52. The patient's rhythm at the time of treatment was vt at 240 bpm. The patient's post-shock rhythm was sinus tachycardia at 100 bpm with pvc's. The patient passed away in the hospital on (B)(6) 2021.